Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's stated problem could not be duplicated. A battery was inserted, and device powered on, the device ran for an extended period of time with no issues occurring. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump "won't turn on" and patient was advised to replace the battery and the pump turned on few seconds after. In addition, the reporter stated that the internal battery of the pump only lasts for 48 hours and if the pump stays without battery for more that 48 hours, the pump program might be wiped out. No adverse effects were reported.